Event description:
Medtronic received information regarding a navigation system being used during a anterior lumbar interbody fusion (alif) procedure. It was reported that they utilized a medtronic imaging system to plan the trajectory of six pedicle screws. According to the surgeon, "all screws, per navigation, were through the pedicle, bounded by bone on all sides, and there was no palpable plunge or loss of resistance during screw placement." When they used a non-medtronic imaging system to confirm the placement, it showed that the right l4 screw had breached medially and entered the lateral aspect of the spinal canal. The surgeon had the medtronic imaging system brought back into the room, this confirmed that there were two significant breaches: l4 and l5 on the right side. These two screws were removed. However, when replacing the screws, the surgeon utilized the same trajectory. The medtronic imaging system was used again to confirm the placement. When the patient woke up from the anesthesia, they had significant weakness down their right leg and foot. They were also unable to flex her right foot. The patient was admitted to the hospital for five days. The patient went to two follow up visits with no improvement in condition. The patient underwent a revision procedure with a different surgeon; there were no complications. The patient continued to experience pain, decreased sensation, and limited mobility (particularly in her right leg, ankle, and foot).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.